Event description:
It was reported post operative that an echocardiogram confirmed the patient had a pericardial effusion. Tamponade had occurred due to suspected lead perforation existing blood was removed. Cardiac window was done upon return to surgery. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.